Event description:
Facility reported that a pt had fallen from the sling while being transferred. He later died. Cause of death unconfirmed.

Manufacturer narrative:
(B)(4). Facility reported that the pt was in his wheel chair, sitting on the sling. Prior to the transfer being initiated, the staff did not notice that the pt had slid down in the wheel chair, making the application of the sling incorrect. When transferring the pt, he slid out of the sling. The sling was not returned to the MFR for inspection, but has been reported by the facility to be functioning correctly. Facility has retrained the staff in proper patient transfer.